Event description:
On (B)(6) 2013, the pt was implanted with a gore conformable tag thoracic endoprosthesis to treat a descending thoracic aortic aneurysm. It was reported the pt had post operative bleeding from the inferior epigastric artery and fascial dehiscence. The physician treated the pt with platelets and packed red blood cells. On (B)(6) 2013, the physician reintervened and explored for bleeding and the cause for fascial dehiscence. No further info has been provided to gore. The pt tolerated the procedure. The physician reported the cause of the bleeding was the approach used for putting in the endograft.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.